Manufacturer narrative:
The event occurred sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a one-link IV connector. The reporter stated that the device would not flow solution without resistance and changing the disposables. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.